Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while registering a patient, the surgeon reported that the system was not collecting points. The surgeon claimed that one in ten points were being collected. The site checked em interface and all coils showed "nav error". The site replaced the patient and instrument tracker, then a red x appeared over the emitter status in the software. Power cycled and the emitter reconnected. They were able to successfully register the patient and proceed. This was reported pre-operatively of a functional endoscopic and sinus surgery procedure. There was a reported delay to the procedure of 20 minutes. There was no reported impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.